Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is related to (B)(4).

Event description:
It was reported that during a cold biopsy procedure, while using disposable biopsy forceps, the device did not close properly. Another set of disposable biopsy forceps were obtained, and an adequate tissue sample was collected. The forceps tore the patient's mucosa, and a clip was required to close the tear and stop bleeding. The procedure was completed as planned. The patient was discharged and advised of the clip with instructions on identifying signs of bleeding.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, based on findings from similar past investigations, the factors causing the reported event might be the following: ·force the distal end of the insertion portion against body cavity tissue excessively ·the tissue was difficult to resect. ·the shape and angle of the endoscope insertion section were tight. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, and device evaluation based on the approved final investigation. Updated fields: d8, h3 and h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.